Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 02/2024. The cause of the AED not speaking was related to the AED not powering on due to a lack of maintenance. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.